Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Missing end cap sticker, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip was also noted.

Event description:
It was reported that the insulin pump alarmed during the prime process. Customer is using manual injections. The blood glucose reading is 240 mg/dl. Insulin is squirting out during the manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.